Event description:
Additional information was received from the manufacturer representative. It was reported that the plan was to explant the pump so the infection can heal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen. Dose and concentration information was unknown. It was reported that an infection in the pump pocket occurred. There were no external factors. No troubleshooting was performed. The patient was treated with antibiotics and a system explant occurred on (B)(6) 2024. It was asked but unknown if the devices were replaced. The date that the event occurred was asked but was unknown. As of (B)(6) 2024, it was unknown if the issue was resolved. The patient status was "alive-no injury". The patient's weight was 36 kilograms. The patient's medical history was asked but was unknown.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was seen in emergency room (ed) on (B)(6) 2024 for respiratory distress. A possible wound infection was identified. On (B)(6) 2024 they were started on antibiotics. Adn seen by neurosurgery. The lateral edge of the wound was erythematous. Antibiotics were repeated. On (B)(6) 2024 the patient was seen in the ed for clear fluid leaking from lateral edge of wound. They were admitted to the hospital for work-up for infection. The testing results revealed ("sf glucose 85 mg/dl, protein 297 mg/dl, wbc 225 mcl, rbc 169 mcl, "serum labs slightly concerning, cerebrospinal fluid (csf) was clean, and the wound was healing"). On (B)(6) 2024 the patient had a fever, abdominal pain and was diagnosed with a small bowel obstruction. On (B)(6) 2024 the patient was seen in the ed for continued drainage and swelling around the pump pocket. They were diagnosed with cellulitis and antibiotics were started. On (B)(6) 2024 the wound was leaking somewhat clear fluid, not "frank pus". A blood culture was positive for staphylococcus aureus and there was escherichia coli grown from fluid in pump pocket. Dehiscence continued, no fluid collection noted, sutures were placed and antibiotics were started to try and save the pump. (B)(6) 2024 fluid accumulation was noted in pump pocket. The patient was then admitted to hospital for intrathecal baclofen wean and pump explant.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during the system explant white cloudy fluid was found in the pump pocket.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The drug used at the time of the event was baclofen 2000 mcg/ml at 205.7 mcg/day.